Event description:
It was reported this drainage catheter was placed for a hepatitis cyst aspiration and sclerosing procedure. Following approximately one hour of alcohol injection, difficulty was encountered aspirating the catheter and it was revealed the distal portion of the catheter had detached in the pt. A cut down was performed to successfully retrieve the detached segment. The pt's condition is good. This device has not been returned for evaluation. Therefore, no failure analysis is available. Co's follow up revealed alchohl was injected into this catheter. This device is a drainage catheter and co's directions for use outline appropriate usage of this device. Co believes non-indicated use of this device contributed to this event and do not attribute it to the device. However, without evaluating the device, co's is unable to determine the exact cause for this event. Co's directions for use state: "this catheter is designed for percutaneous drainage of the abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."